Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results for sodium (na) on their au5800 clinical chemistry analyzer. The initial low patient results were reported out of the laboratory. Upon review, the patient samples were repeated, and results were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided the results for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced multiple components including the buffer valves and the syringes to resolve the issue. Fse cleaned the syringe drives and ise flowcell. The primary failure mode could not be confirmed. Information not provided by customer. The beckman coulter internal identifier is (B)(4).